Event description:
Technical services received a call on (B)(6) 2012. Caller stated that this ra lead was extracted on (B)(6) 2012 due to infection. Dr. (B)(6) was the physician. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).